Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. 5 pieces of suture were returned for evaluation. Visual observation revealed that the ends of the suture were frayed, confirming the complaint. Additionally, the suture was heavily stained with tissue debris and fluid. A definitive root cause could not be determined but it is possible that excess tension was applied to the suture causing it to break. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this product code 222983 - lot # 3912140 combination. Review conducted per (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that during an orif proximal humerus procedure the sutures on two of their gii anchors with orthocord snapped mid-string when going to tie the knot. The surgeon was able to complete the procedure by leaving the anchors in and tying a knot with the remaining three inches of suture that was left with no patient consequences or delays. This is report 2 of 2.